Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the issue occurred when the system to user interface (ui) pcb cable was moved. Physio then replaced the system to ui pcb cable and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was he returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would attempt to power on; however, the device would not complete the boot-up cycle.